Event description:
Caller reported receiving an error message on the pump, but they could not confirm the details as the pump display turned off shortly afterward. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.